Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, proximal left internal mammary artery graft to the left anterior descending artery. Pre-dilatation was performed with a 2.5 x 15 mm compliant balloon, after which the 3.5 x 15 mm xience alpine stent delivery system (sds) was advanced; however, it failed to cross. Additional pre-dilatation was performed and another attempt was made to cross with the same sds; however, it still failed to cross. After removal of the sds from the patient it was observed that the stent implant was loose, with the distal end of the stent off the balloon. More dilatation was performed and another 3.5 x 15 mm xience alpine was attempted to cross; however, it also did not cross. With the use of a guide catheter extension a 3.5 x 15 mm non-abbott sds was able to cross successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.